Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that the patient presented to the clinic remotely via data transmission from the pacemaker. Upon review, it was found that the right atrial (ra) lead exhibited varying capture threshold with intermittent out-of-range measurements. The clinician suspected a potential issue the ra lead. No patient symptoms were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).